Event description:
The customer reported that occasionally pressure readings do not change. The pressure waveform is correct. The device was in use on a patient. There was no report of patient or user harm.

Event description:
The customer reported that occasionally pressure readings do not change. The pressure waveform is correct. The device was not in use on a patient at the time of the event.